Event description:
During an in-clinic follow-up, it was not possible to interrogate the device. Technical support was contacted and a device download was performed to resolve the event. The patient was stable.